Manufacturer narrative:
Serial number: (B)(4); software version: 3.8.5 ; color: grey; battery life remaining: 3 months. Customer reports: cap no longer stays attached . Per visual inspection: cap does not fit securely to inpen. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. The customer complaint of cap no longer staying attached was confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the cap wont stay on. No harm requiring medical intervention was reported. The in pen will be returned for analysis.